Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of lead noise were noted on right atrial lead. Patient was asymptomatic. Patient will be monitored.